Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump indicated a data log corruption. Customer reportedly reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 160 mg/dl.